Event description:
Implantable cardioverter defibrillator implanted 7/21/1997. A repeat evaluation was done on 12/17/1998. There were two episodes interpreted by the device as ventricular tachycardia that were considered inappropriate and consistent with lead fracture. On 2/19/1998, the implantable cardioverter defibrillator generator & lead were extracted. There was evidence of "installation" fracture although there was no evidence of fracture electrically.